Event description:
The site reported that the saline line of the multi-patient disposable set was not purging properly. The saline was coming out in a mist instead of the normal stream. This happened with three different multi-patient disposable sets. The staff saved the disposables but not the package. They changed the pump and still observed the same problem. They then used a different multi-patient disposable set and it functioned correctly. The site reported that there was no pt injury.

Manufacturer narrative:
An analysis of the multi-patient disposable set returned from the hospital determined that there was evidence of flash in one of the molded plastic components and flow rates were at the lower end of the specification. Our records indicate that this site received lot number 820007 of the multi-patient disposable set, which is currently under recall for this issue. Therefore, it is possible that the device used during this event may have contributed to a malfunction.